Event description:
The following information was received through literature ¿risk factors for target vessel endoleaks after physician-modified fenestrated or branched endovascular aortic repair for postdissection thoracoabdominal aortic aneurysms¿ published in journal of vascular surgery in 2022. The study performed a retrospective analysis of 195 patients with degenerative and post dissection taaas treated with f/bevar between 2017 and 2021. Bridging stent brand includes bard fluency, gore viabahn, lifestream, omnilink. Number of target vessel (tv)-related endoleaks was 9 (6%) for the vessels reconstructed with viabahn grafts. Author stated that the endoleaks required reintervention. Author also stated that the evaluation of viabahn performance was good.

Manufacturer narrative:
Article citation: title: risk factors for target vessel endoleaks after physician-modified fenestrated or branched endovascular aortic repair for postdissection thoracoabdominal aortic aneurysms author: zhipeng chen, et al. Https://doi.org/10.1016/j.jvs.2022.10.012; journal of vascular surgery; volume 77, issue 3, march 2023, pages 685-693.e2; available online 18 october 2022. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2 and a3: patient demographics: provided mean age was 66 years old and gender of article is 69% male. Patient information will reflect 66-year-old male. A4: patient weight is not available. D4: device information is not available. H3: refer to h6 code b22 and b20. H6: code b13 (communication/interviews) - the author has been contacted multiple times to provide additional information regarding the reported adverse events. Code b22 (insufficient information available) - a review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. Code b20 (device not accessible for testing) - the devices remain implanted and were, therefore, not available for analysis. No clinical images enabling direct assessment of product performance of the viabahn® devices were returned for evaluation. Code d15 (cause not established) - endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors. The root cause of the reported endoleaks could not be established with the available information; therefore, this investigation is complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.